Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported left side infection. Device has been explanted and discarded after surgery.

Event description:
Healthcare professional confirmed infection occurred within 90 days of surgery.

Event description:
Healthcare professional reported left side infection. Device has been explanted and discarded after surgery.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that work order (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for tissue expander for the period of (B)(6) 2017 through (B)(6) 2019, were noted 2 outliers in (B)(6) and (B)(6) 2018. An additional analysis was performed to determine any similarities relation between prs involved and no issues, deviations, ncs or patterns were identified in the gathered data that could have affected the product¿s quality or performance. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.